Event description:
It was reported that the right ventricular lead exhibited high capture thresholds, high impedance, and noise. It was noted that the lead was fractured. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds, high impedance, and noise. It was noted that the lead was fratucted. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.